Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited deflation issues; therefore, a surgical procedure was performed to remove and replace all the components. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited wear at folds in the middle and distal end of its body, and additionally, its kink resistant tubing (krt) presented a hole and a leak consistent with sharp instrument damage. A hole in the proximal end of the second cylinder was also noted; however, it was consistent with sharp instrument damage and the component passed the leakage examination. The pump was microscopically inspected, leak and functionally tested. It was noted that its krt was worn to the filament. No leaks were identified, and the pump passed the functional evaluation. The reservoir was microscopically inspected and tested for leaks. Wear at fold in its shell was noted, but no leaks were identified. Based on the information available and analysis results, the reported clinical observation of deflation issues could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited deflation issues; therefore, a surgical procedure was performed to remove and replace all the components. There were no patient complications reported.